Event description:
Following a left heart catheterization procedure, an angio-seal device was deployed in the right femoral artery without reported difficluties. Approx 5 days later, the pt became unstable. A femstop was applied to the femoral artery, fluid volume replacement was given, and platelet red cells ordered to replace volume loss. The vascular surgeon was called to asses the event. A delay was encountered for up to 1 1/2 hrs to find a vascular surgeon. Subsequently, the pt was taken to surgery, the femoral bleed was repaired and a retroperitoneal hematoma was evaluated. The pt was transferred from the catheterization lab to the or. Exploration was performed revealing an open puncture site in the right iliofemoral artery. A retroperitoneal hematoma was evacuated. Platelets and red cells were transfused intraoperatively. The pt was transported to the intensive care unit in stable condition. Suddenly, the pt developed severe hypotension, deep cyanosis, and then agonal rhythm. Resuscitative attempts were immediately instituted. The surgical field was reexplored, no addtional bleeding was discovered. Desptie aggressive measures, including temporary transvenous cardiac pacing, resuscitative efforts failed and the pt expired. It should be noted that the physician has stated that an error in deployment was made by the operator; it was not a device failure, but an operator failure. It is also stated on the user-facility report that the physician does not believe this was failure of the angio-seal device.